Event description:
On (B)(6) 2009, pt reported he noticed condensation on the wall of the cartridge chamber. He stated he thinks it is insulin because he does not have the infusion device near any water. Advised if he is waiting until insulin is at room temp before inserting the cartridge? Pt reported he does not wait until insulin is at room temp. Pt stated there is no leak in the system and he screws the cartridges out of the infusion device; he does not pull them. Advised to clean out chamber with a tissue. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested. On follow up call on (B)(6) 2009, pt reported he was able to dry insulin out of the chamber and infusion device is working okay.

Manufacturer narrative:
Method and results: no product will be returned for evaluation.